Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73g1400564 was confirmed. The device components look well assembled no stuck clip in jaws. Failure mode not closing was not confirmed with sample received during visual inspection. The sample was received without any remaining clips. In addition the orange indicator was not found in the sample; this condition indicates that all clips were fired. Therefore the failure mode, not closing, as reported was not able to be duplicated. All products are 100% tested by manufacturing and this defect would have been detected during the functional testing. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event; during a lap cholecystectomy, all 3 appliers did not fire correctly. The clips were not grasping. All 3 appliers were being used on a patient during a lap cholecystectomy procedure. The patient's condition was reported as unknown.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml, lot # 73g1400564 investigation did not show issues related to the complaint. The sample device has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related events